Event description:
Information received indicates the brake would set but not hold.

Manufacturer narrative:
The technician found the stiffener plate was bent. The technician replaced the brake block to repair the bed.